Manufacturer narrative:
Manufacturing date: the manufacturing site reported that the manufacturing date for the device is november 13, 2007.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2019 with blurred vision and foreign body sensation in left eye. The topical steroid dosage was increased. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient commented on upon wakening up, the blurred vision and foreign body sensation appeared and was hard to see when waking up in the morning. Patient reported the symptoms are not interfering with daily activities. The surgery center suspects the patient has floppy eyelid syndrome and the patient¿s eyelid is everting while sleeping causing these epithelial defects. Bcva from (B)(6) 2018: right eye pre-op 20/15, -3.75 x -2.75 x 10; left eye pre-op 20/15, -4.00 x -2.75 x 170. Bcva from (B)(6) 2019: right eye post-op 20/25, left eye post-op 20/150.